Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up early in the morning to the cgm alerting showing low readings and erratic readings. Based on the readings, she ate 3 packs of balegs and drank a lot of orange juice. Around 10:00am, she decided to go to the hospital but did not check a fingerstick reading during this time because she wasn't feeling well. She was nauseous and the cgm was still 55 mg/dl. When she arrived at the hospital, the cgm reading was 62 mg/dl and when they checked a finger stick it was 210 mg/dl. The sensor was removed and the patient was treated with IV for nausea and was monitored. The patient was in the hospital for 5-6 hours before being discharged. At the time of the report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the hospital. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.